Manufacturer narrative:
The insulin pump received with functional testing including the rewind, basic occlusion test, occlusion test, prime test excessive no delivery and displacement test. The insulin pump received intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump received with cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer initially called stating that her insulin pump was alarming button error and she had low blood glucose of 57 mg/dl. Customer stated that she was hospitalized in (B)(6) due to high blood glucose. Nothing further was reported.